Event description:
It was reported that the non-magnet strip shows tracking. After a ventricular pace (vp), there is a ventricular response (vr) marker 130ms afterward. The next atrial event is in refractory and the pattern starts over. In the mag strip, there is a possible short runof atrial tachycardia (at)/ atrial fibrillation (af) but the device is in doo at the time and does not sense it. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).